Event description:
Caller reported there is a black line on the display of the meter. Caller stated the issue is preventing the patient from viewing the blood glucose result or there is a chance of misinterpreting the result. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).